Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a plaintiff in united states on 13-jun-2016 which refers to a (B)(6) female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2006. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, a miscarriage, chronic fatigue, excessive rashes, and excessive hair loss. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms. In or around 2009, plaintiff sought treatment at another hospital where she had diagnostic imaging performed, which determined that her left essure coil had migrated out of her fallopian tube and her right essure coil had broken apart. On or around (B)(6) 2012, she sought treatment at hospital again, and underwent an exploratory surgery to in an effort to determine the cause of her pain. Her treating physician informed that her right essure coil was attached to her appendix and, consequently, she was required to get her appendix removed along with her right essure coil. Plaintiff continued to suffer and live in pain, and on or around (B)(6) 2012, she underwent a hysterectomy to have her left essure coil removed. After surgery, physician informed that her left essure coil was embedded in her uterus. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and got pregnant and had miscarriage. About 3 years after essure insertion, it was determined that left essure coil had migrated out of her fallopian tube and her right essure coil had broken apart. After that it was informed that her right essure coil was attached to her appendix (seen as device embedded). She was required to get her appendix removed along with her right essure coil. A hysterectomy to have her left essure coil removed was performed and after that, it was informed that her left essure coil was embedded in her uterus. These events are serious due to their medical importance and the events miscarriage and right essure coil had broken apart are unlisted in the reference safety information for essure. In this case, the exact date and mechanism of device migration and device embedded were not known. Also, it was not reported when the device breakage occurred. Considering their nature, a causal relationship between device migration, device embedded and device breakage with suspect insert cannot be excluded. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Therefore a causal relationship between the suspect insert and the reported pregnancy cannot be excluded. Regarding miscarriage (spontaneous abortion), considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, causality between miscarriage and suspect insert can be excluded. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 13-jul-2016: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and got pregnant and had miscarriage. About 3 years after essure insertion, it was determined that left essure coil had migrated out of her fallopian tube and her right essure coil had broken apart. After that it was informed that her right essure coil was attached to her appendix (seen as device embedded). She was required to get her appendix removed along with her right essure coil. A hysterectomy to have her left essure coil removed was performed and after that, it was informed that her left essure coil was embedded in her uterus. The event device breakage is anticipated according to the technical analysis, while the other events are anticipated in the reference safety information for essure, except for miscarriage which is unanticipated. In this case, the exact date and mechanism of device migration and device embedded were not known. Also, it was not reported when the device breakage occurred. Considering their nature, a causal relationship between device migration, device embedded and device breakage with suspect insert cannot be excluded. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Therefore a causal relationship between the suspect insert and the reported pregnancy cannot be excluded. Regarding miscarriage (spontaneous abortion), considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, causality between miscarriage and suspect insert can be excluded. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs